Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to the inability to reduce the size of the dsserveroltp log file. A technical support specialist connected to the server, and the hospital's information technology team reduced the size of the dsserveroltp log files and validated that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the pyxis medstation es system was unable to login. The customer reported that there was a delay in dispensing the medication as they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.